Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Usage process: usage: during drainage, the joint of the puncture tube is not tightly sealed, and there is air leakage during suction. Adverse event situation: the joint of the puncture tube is not tightly sealed, and air leakage during suction affects the victim. Treatment measures taken: (B)(6) 2023. Treatment measures taken: block the air leakage artificially. Adverse event improvement time: (B)(6) 2023.